Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the rv lead, a large pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including a subxiphoid window and suction of the blood from the chest cavity; however, the bleeding continued. A sternotomy was performed, and a superior vena cava (svc) tear was discovered and repaired. The rv and ra leads were extracted post-sternotomy, and the patient survived the procedure. This report captures the 14f glidelight in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2: patient date of birth unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. D4: device serial number unk. H3: the glidelight was discarded, thus no returned product investigation was performed. H6: great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.